Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material on the air/water channel and air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for the identified malfunctions during investigation could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.